Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's display was not turning on. Customer stated display was not blank for less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment and spring were not corroded or damaged. Customer stated that they tried to insert the battery but display did not return. No harm requiring medical intervention was reported. The device will not be returned for analysis.